Event description:
Correction to the initial report: during evaluation, it was observed that the scope had foreign material on the air/water cylinder and air/water tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5 of the initial report; please see b5 for corrected information. Correction to h6 component code of the initial report to remove "772-cover". Correction to h6 of the medical device problem code to remove "1071-thermal decomposition of device". Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for evis exera ii gif/cf/pcf type 180 series chapter 3, ¿preparation and inspection¿ describes how to detect the events. Instructions reprocessing manual for evis exera ii gif/cf/pcf type 180 series chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder and air/water tube and the plastic distal end cover was burnt. There were no reports of patient involvement.